Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the attempted implant of this lead, fixation mechanism failure was exhibited. The surgeon tried several times to fix the lead in the patients atrium however, fixation unsuccessful. It was ensured that the given turns were slow and within the limit supported by the lead, however, at the time of fixing the screw did not leave. The lead was removed and returned for analysis. No resulting adverse effects were reported.